Manufacturer narrative:
Historical data analysis: (4109/115) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110/115) the overall 24 month product complaint trend data for the period (may 2019 through apr 2021) was reviewed. There were no triggers identified for the review period. Analysis of production: (3331/115) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and began by reporting that unit was not producing any audible alarms. The fse rebooted system several times and the lcd was multicolored but latter it was white/black. The fse determined that lcd assembly was defective. In addition the lcd appeared to be contaminated with dirt/grime and unknown cleaning solution and/or saline. To resolve the issue, the fse installed a new lcd assembly. Display/monitor test passed. Subsequently, the fse completed the preventive maintenance (pm) and performed a full calibration, functional testing and electrical safety checks to factory specifications. The iabp was returned to the customer and cleared for clinical use. The initial reporter named is a getinge employee, shortened due to field capacity limit whose full name is (B)(6), who has different contact details from that of the event site. A contact person at the event site is: (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the display in the cs300 intra-aortic balloon pump (iabp) was multicolored. There was no patient involvement, and no adverse event reported.